Manufacturer narrative:
H10: the devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter facility name: (B)(6). Device manufacturer address: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no flow (downstream occlusion) during use of two (2) clearlink system continu-flo solution sets. The issue was identified during patient infusion. The continu-flo solution sets were administering 0.9% sodium chloride through a pump. A secondary solution set was administering ifosfamide and mesna on another pump. It was further reported that after experiencing downstream alarms, the primary continu-flo solution set was replaced with a new primary set; however, the infusion was not successful from the first port. The secondary solution set was reattached to another port of the continu-flo solution set and the medication infused. There was no patient injury or medical intervention associated with this event. No additional information is available.